Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/14/2014 with the following results: a review of the black box showed one unexplained reboot on (B)(6) 2014. The battery compartment and returned cap were intact; the pump was able to power on normally. The pump was exercised for 24 hours with no power loss or alarms. The pump cover was opened and no internal defect was found.